Manufacturer narrative:
The field service representative changed the sample pipettor assembly, readjusted all positions, and confirmed the module and tests were running within specification. Control results were acceptable. Reagent issues were excluded. As the customer had no further issues, the investigation determined the service actions resolved the issue.

Manufacturer narrative:
The customer noted the cuvettes on the analyzer were wet. Precision testing was performed. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of questionable igg-2 tina-quant igg gen.2 results for qc material and patient samples from the cobas 8000 cobas c 502 module. The samples were repeated on 17-may-2021. Patient 1 initial result was 7.2 and the repeat result was 11.01. Patient 2 initial result was 4.2 and the repeat result was 17.99. It was unknown if any questionable result was reported outside of the laboratory. The reagent lot number was 50898701 with an expiration date of 31-aug-2022.